Manufacturer narrative:
Green stapler reload was discarded and stapler 45 instrument will not be returned to isi for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci lar procedure, it was discovered that one of the staple lines created using the stapler 45 instrument with a green reload had a hole, requiring repair of the affected area. While there was no patient harm, adverse outcome or injury as a result of the hole in the staple, recurrence of the reported issue could likely cause or contribute to an adverse event. It is unknown what caused or contributed to the hole in the staple line. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the hole in patient's staple line. Sustained by the patient.

Event description:
It was reported that during a da vinci low anterior resection procedure, it was noted that the tissue at the end of the stapler 45 instrument was not fully stapled. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who initially reported this complaint. According to the csr, he was present during the surgical procedure and had also spoken with the surgeon on (B)(6) 2016 regarding the reported event. According to the csr, the patient underwent the planned surgical procedure due to rectal cancer and the patient had undergone previous chemotherapy treatment. The csr indicated that while the surgeon was performing anastomosis using an unspecified circular stapler instrument, it was observed that one of the staple lines across the patient's rectum created with the stapler 45 instrument had a hole. The surgeon inspected the patient's rectum and determined that the hole was in the staple line of the 2nd green reload that had been fired from stapler 45 instrument and the hole was located at the crotch (beginning) of the staple line. The surgeon closed the hole in the patient's rectum using suture. The planned surgical procedure was completed with the da vinci surgical system and there was no harm to the patient as a result of the staple line of the patient's rectum. The csr indicated that during the surgical procedure, the surgeon fired 3 green stapler reloads across the patient's rectum and during the fires from the stapler 45 instrument there were no issues noted. Prior to the fires, the surgeon obtained complete clamps and there were no error messages generated during the firing sequences. Prior to firing the 2nd green stapler reload from the stapler 45 instrument, the patient's tissue was properly positioned in the jaws of the stapler 45 instrument and there was no tissue bunching in the jaws of the instrument observed. The surgeon told the csr that he (surgeon) does not know what caused the hole in the 2nd staple line and that the patient did not experience any post-surgical complications as a result of the hole and the patient is recovering well. The csr indicated that the site discarded the green stapler reload and the site made the decision not to return the stapler 45 instrument since they were able to use the stapler 45 instrument to perform subsequent fires with no issues.